Event description:
It was reported via repair work order that the side rail will not lock in the up position due to a missing compression springs on both sides. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.